Event description:
The customer complained of a discrepant inr result between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 10:00 am, customer tested the patient by fingerstick on the meter and the result was 3.9 inr. The patient had a lab test within 30 minutes and the result was 2.8 inr. The patient has a therapeutic range of 2.5-3.5 inr. Customer has no hematocrit issues, no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no change to warfarin dose, no new medication, no new illness, no diet changes and no symptoms of a high inr result. There was no allegation of an adverse event. The complained test strips have been calibrated against the who standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 330459) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. However, it is stated in the communication to discontinue use of and discard affected strips.